Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 solenoid was activating, but the drawer was not popping out and broken spot welds on the bottom of the drawer frame were causing the drawer to sag and not open smoothly. The field service engineer cleaned and inspected the area, then went to the depot to pick up a replacement full-height drawer. The full height drawer was installed, and firmware was updated. The fse tested the drawer and pockets using hardware test application, and the customer successfully recovered the drawer and completed inventory checks without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not opened. The customer stated that there was a delay in the dispensing of medication to the patient. There were no adverse events or injuries reported based on this incident.